Event description:
The pt reported that obtained a result of 300 something (mg/dl) blood glucose on the susepct device. The pt gave self 24 extra units of insulin and "fell asleep". A family member could not awake the pt and the pt was transported to the ER by paramedics. An ER meter registered the pt's blood glucose at 37mg/dl upon arrival. The pt was treated for low blood glucose with a glucose IV and released five hours later. The susepct device was replaced with new product and authorized for return to the manufacturer for eval.